Event description:
It was reported that this child suddenly stopped hearing with his cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The physician explanted the device in 2006 and reimplanted the patient with a new device the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling code.